Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Also, it was reported that the screen timed out after 30 seconds when the time out setting is set to 120 seconds. The customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump until replacement pump is received.

Manufacturer narrative:
Wake button: confirmed reported issue.